Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. Aortic neck was 3 cm long, 25-27 mm in diameter, with mild angulation and thrombus, but no calcification. Iliacs were non-calcified. An endurant bifurcated stent graft system and an ipsilateral extension were placed without issues via the right side, and the contralateral limb and an extension were placed on the left side. All seal zones were ballooned with a reliant. The case went very quickly and smoothly without incident. The post-implant angiogram showed an obvious endoleak on the left side of the stent graft in the location of the contralateral gate. A 14x4 non-compliant balloon was used to re-balloon the gate. The endoleak improved, but was still present. It was then determined that a coda balloon would be used to re-balloon the top portion of the graft. Again, the endoleak improved/diminished, but was still present. It was decided at that time that it was a small type IV endoleak, and no further action was warranted at this time. The patient will be monitored by the physician. No additional clinical sequelae were reported, and the patient is fine.

Event description:
It was reported that at the 1 month follow cta, there were no endoleaks present.

Manufacturer narrative:
Evaluation, results (B)(4) inherent risk of procedure (endoleak), (unknown cause of endoleak). Evaluation, conclusion: (B)(4) (unknown cause of endoleak).